Event description:
It was reported by a user facility that a patient sustained burns of unknown severity to the neck, leg and body area following hair removal treatment with a lumenis lightsheer duet laser.

Manufacturer narrative:
Reasonable attempts by phone and fax were made to obtain further information from the user facility for the reported event including patient information, treatment settings, sun exposure and photos, however, none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical specialist concluded that pitting of the glass power meter, a consequence of improper maintenance and cleaning on the part of the device operator, to be the root cause of the reported event. A review of device labeling found the following instructions for cleaning and maintenance of the power meter: "warning - the handpiece tip and energy meter window must be clean to ensure accurate calibration. An unclean tip or window will result in higher than indicated fluence, which may cause epidermal damage".